Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "had a problem" with the device, went to the clinic, and the device was reprogrammed. Follow up yielded no information. The device remains in use. No patient complications have been reported as a result of this event.